Manufacturer narrative:
Correction: the correct serial number of the subject device is (B)(6); not (B)(6) as previously reported. Device analysis report attached.

Event description:
Per the clinic, the recipient experienced complete loss of sound multiple times per day, with no identifiable triggers. The issue was most noticeable during active streaming, but could also occur without immediate awareness when using external microphones. The sound loss also resulted in loss of pairing to the phone. Due to persistent and unresolved performance issues, the patient was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.